Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the pieces were used to drill the bone and install the locking screws. It was evidenced that the pieces were dull, causing discomfort in the specialist and delay in the procedure. Concomitant device reported: drill bit ø4.2 calibr l340 3flute f/03.0 quantity (1) drill bit ø4.2 calibr l145 3flute quantity (1). This report is for two (2) drill bit ø4.2 calibr l145 3flute and one (1) drill bit ø4.2 calibr l340 3flute f/03.0 this is report 1 of 3 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part 03.010.104, lot 119p691: manufacturing site: jabil bettlach. Release to warehouse date: may 25, 2021. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. H3, h6: a photo investigation was completed: visual analysis of the provided photo revealed that due to poor quality photo and body fluids on the device it is not possible to confirm evidence of the reported complaint device drill bit. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for drill bit. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.